Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a hair in the packaging. While opening the packaging in the operating room, a hair was found in the sealed packaging. There was no patient involvement with this device. No other adverse patient effects were reported.

Manufacturer narrative:
The device was not received for analysis, however, a photo was submitted. It was determined that the contamination was introduced during the final stages of packaging. Training was performed to prevent contamination in the future.